Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with implantable neurostimulator (ins) for non-malignant pain. It was reported the ins was giving the patient a lot of problems. It moved, and it was hurting really bad. It was moving over to his tailbone and it hurt. The patient could hardly walk or sleep or anything. He can hardly get out of bed. Sometimes it hurts so bad that it makes him cry/brings tears to his eyes. The patient has been dealing with this for 6 months. The patient contacted manufacturer representative a couple of weeks after the event started. The patient needed to find a healthcare provider who could take the device out or fix it. The patient mentioned he has had a device for 17 years and it has been doing a good job. No trauma or falls were reported. The patient was redirected to follow-up with healthcare provider and listings were sent to the patient. No further complications were reported. Additional information was received from the manufacturer representative on 2018-02-16. It was reported that a few months prior the representative interrogated the device and the spinal cord stimulator system was working properly. All impedances were within range. The representative was not aware of any ins movement. No further complications were reported/anticipated.